Event description:
It was reported that the insulin pump had an error alarm multiple times. Customer was able to clear the alarm with the esc and act button. Customer's blood glucose reading at the time of the call was 107 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be confirmed due to an overwritten history file. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.